Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy prolonged periods/ abnormal bleeding (menorrhagia)") and abdominal pain ("severe abdominal pain that she could not walk at times") in a 36-year-old female patient who had essure (batch no. C61083 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2007 to 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced abdominal pain (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with ibuprofen and surgery (partial hysterectomy). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the menorrhagia and abdominal pain had resolved. At the time of the report, the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted bilateral salpingectomy on (B)(6) 2016 in medical records. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: reporters added. Added event abnormal bleeding (vaginal). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy prolonged periods") and abdominal pain ("severe abdominal pain that she could not walk at times") in a 36-year-old female patient who had essure (batch no. C61083 not valid) inserted for female sterilisation. The patient's previously administered products included for an unreported indication: mirena from 2007 to 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced abdominal pain (seriousness criterion medically significant). The patient was treated with ibuprofen and surgery (partial hysterectomy). Essure was removed on (B)(6) 2016. (B)(6) 2016, the menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc(product technical complaint). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy prolonged periods") and abdominal pain ("severe abdominal pain that she could not walk at times") in a 36-year-old female patient who had essure (batch no. C61083 invald) inserted for female sterilisation. The patient's previously administered products included for an unreported indication: mirena from 2007 to 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In february 2016, the patient experienced abdominal pain (seriousness criterion medically significant). The patient was treated with ibuprofen and surgery (partial hysterectomy). Essure was removed on (B)(6) 2016. In december 2016, the menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy prolonged periods") and abdominal pain ("severe abdominal pain that she could not walk at times") in a 36-year-old female patient who had essure (batch no. C61083) inserted for female sterilisation. The patient's previously administered products included for an unreported indication: mirena from 2007 to 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced abdominal pain (seriousness criterion medically significant). The patient was treated with ibuprofen and surgery (partial hysterectomy). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet provided and medical records provided. Information added: reporter information, patient¿s date of birth, drug history, essure indication, insertion/removal dates, lot number, treatment drug, events (genital bleeding updated to menorrhagia, pelvic pain female updated to abdominal pain), essure removal method was specified, events outcome. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.